Event description:
(B)(4). Severe abdominal pain. Severe lower back pain, leg pain, and hip pain. Weight gain. Mood swings. Irritable bowel before removal of the coils. I had to have a total hysterectomy in order to stop the pain and try to reverse damages. Hysterectomy was performed on (B)(6) 2015.